Event description:
Received full dentures (B)(6) 2010. Used poligrip. In mid (B)(6) woke up to find neuropathy in lower left foot and ankle. After xrays, 2 MRI's and 2 nerve tests, at a neurologists cause was unable to be found. Unable to move foot toward torso causing difficulty with walking and sleeping is uncomfortable. Doctors appointment today (B)(6) 2010 to hear results of tests taken (B)(6) 2010 found inconclusive cause of neuropathy. Dose or amount: as needed. Route: po. Dates of use: 6 months (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: full dentures. Event abated after use stopped or dose reduced: no.